Event description:
The customer reported to baxter (B)(4) of a continu-flo administration set in which fluid was not running through set. The defect was noted prior to use. There was no patient injury reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer returned an actual sample for evaluation. A visual and functional inspection was performed on the returned sample and the reported condition was not confirmed. The sample was leak tested under water using 0.56 bar of air pressure and the reported condition was not detected. Therefore, the root cause could not be determined. The root cause investigation is in progress through CAPA (B)(4). A batch review was performed on the reported lot and no deviations were noted.